Event description:
A report was received that two weeks following the implant of the ipg, the patient was experiencing a discharge at the incision site. The ipg was repositioned in (B)(6) 2010. The patient is still experiencing a discharge. The next course of action has not been determined at this time.